Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. Oversensing during ventricular high rate episodes and undersensing were noted on the right ventricular (rv) lead. It was also noted that the device is pacing after undersensed beats and may be "firing wrong". The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.